Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that their cycler was alarming with the m31 air detected in cassette warning in dwell 3 of 5. The warning occurred several times tonight. The patient was connected during incident. The contact cancelled treatment. Fluid was discovered during dwell 3. The patient was connected during incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will revert to manuals for alternate treatment. Upon follow up, patient contact stated that the leak was discovered during dwell 3 of treatment. The patient was connected. The leak occurred from the connector of the cassette line. The cassette line tubing fell out of the cassette connector. The connection between the solution bag and the cassette connector remained intact. There was no issue with the solution bag or the solution bag connections. There was no fluid in the cycler pump module area or on the external of the cassette. The patient was able to complete treatment after resetting up with all new supplies. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.

Manufacturer narrative:
The complaint sample is not available for manufacturer physical evaluation. At this time a search was performed, to verify the product availability for companion samples at the distribution centers; the entire lot has been sold and distributed. Since the complaint sample is not available, nor photos or videos provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, the complaint could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger (10) a quality event. The failure mode identified is ¿unknown¿ due to the complaint product sample is not available for physical evaluation in order to confirm the alleged failure mode.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that their cycler was alarming with the m31 air detected in cassette warning in dwell 3 of 5. The warning occurred several times tonight. The patient was connected during incident. The contact cancelled treatment. Fluid was discovered during dwell 3. The patient was connected during incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will revert to manuals for alternate treatment. Upon follow up, patient contact stated that the leak was discovered during dwell 3 of treatment. The patient was connected. The leak occurred from the connector of the cassette line. The cassette line tubing fell out of the cassette connector. The connection between the solution bag and the cassette connector remained intact. There was no issue with the solution bag or the solution bag connections. There was no fluid in the cycler pump module area or on the external of the cassette. The patient was able to complete treatment after resetting up with all new supplies. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The sample supplies are not available for return for evaluation.